Event description:
As reported, while removing a 6/7f mynx control vascular closure device (vcd) out of the patient, the sealant migrated and slipped out of the skin. Hemostasis was achieved using manual compression for less than 30 minutes. There was no reported patient injury. The mynx vcd was used in an interventional procedure utilizing a retrograde approach. The deployer was mynx certified. Information regarding the sheath introducer was not available. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity and little presence of pvd/calcium in the vicinity of the puncture site. The device was stored and prepped according to the IFU. The sealant was deployed completely above the access site. The sealant was not dislodged from the arteriotomy, and it did not seem to stick to the device. The device storage temperature did not exceed 25 °c. There was no shallow vessel depth. Button #1 was fully depressed, the balloon was fully deflated, and button #2 was fully depressed. No resistance was noted during use of the device. The device was realigned to the angulation and removed with light fingertip compression. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, while removing a 6f/7f mynx control vascular closure device (vcd) out of the patient, the sealant migrated and slipped out of the skin. Hemostasis was achieved using manual compression for less than 30 minutes. There was no reported patient injury. The mynx vcd was used in an interventional procedure utilizing a retrograde approach. The deployer was mynx certified. Information regarding the sheath introducer was not available. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity and little presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture site. The device was stored and prepped according to the instructions for use (IFU). The sealant was deployed completely above the access site. The sealant was not dislodged from the arteriotomy, and it did not seem to stick to the device. The device storage temperature did not exceed 25 °c. There was no shallow vessel depth. Button #1 was fully depressed, the balloon was fully deflated, and button #2 was fully depressed. No resistance was noted during use of the device. The device was realigned to the angulation and removed with light fingertip compression. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were in the non-depressed position. The stopcock was open, and a cordis mynx syringe was detached from the unit. The sealant was present in its manufactured position and fully covered by the sealant sleeves, which showed no abnormal conditions. The catheter sheath introducer (csi) was not returned for evaluation. The balloon was deflated, the core wire was present, and the atraumatic tip showed no visible damage or abnormalities. No additional anomalies were observed during the visual inspection. It was also noted that the description of the reported event differed from the condition of the returned unit, as the sealant remained in its manufactured position. A simulated deployment test was performed to evaluate functionality. The unit operated as intended: after aligning the tension indicator by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. The sealant deployed successfully, and the balloon retracted as expected. The reported event of ¿sealant-inaccurate placement-complete¿ was not observed through analysis of the returned device since the deployment mechanism had not been initiated as stated in the event description. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported event of the sealant slipping out of the skin since the returned device did not match the event description and deployment had not been initiated. Since the device passed functional analysis, it is unknown what issue the customer may have been experiencing with this product. However, procedural/handling factors are possible. It should be noted that since the deployment button (button #1) of the received device was not depressed, it is expected that the sealant would not be deployed from the unit. According to the instructions for use (IFU), which is not intended as a mitigation, step 2: deploy sealant, ¿while maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay the device down for 2 minutes.¿ the IFU also states in step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.